Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59.00 mg/dl, 59.00 mg/dl compared to readings of 250.00 mg/dl, 310.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Milled slot into sensor casing to perform smu (source measurement unit) testing. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage is out of specification. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Further investigation was conducted, where a visual inspection was performed on the returned milled sensor puck and no issue was observed and no evidence of damage were observed. An smu testing was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Poise voltage testing was performed and results was within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was performed and the results within the specification indicating that the puck's thermistor was fully functional. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59.00 mg/dl,59.00 mg/dl compared to readings of 250.00 mg/dl,310.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.